Event description:
The patient reportedly experienced loss of lock between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Additional troubleshooting confirmed that the device is not functioning. Revision surgery is being discussed.